Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female who underwent primary breast augmentation with mentor smooth round moderate profile 375cc saline prostheses experienced bilateral rippling post procedure. This was accompanied by both breasts dropping and the right prostheses appearing smaller. The patient received a medical diagnosis for the rippling. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2020-02807 for contralateral prosthesis report.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on (B)(6) 2020. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: during the visual evaluation of the device, no apparent damage or anomalies were observed. Wrinkling is reported to occur more frequently in patients with one or more of the following: thin-skinned patients, patients with little or no subcutaneous fat, subglandular rather than submuscular placement, an implant that is too large relative to the breast pocket size or frame of the patient, overlying tissue that is minimal or of poor quality, and/or when capsular contracture is present. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. The lot number was discovered with the receipt of the device. A manufacturing record evaluation was performed for the finished device number 5563308, and no non-conformance's related to the malfunction were identified. Additional information was revealed on (B)(6) 2020. Bilateral prosthesis replacement with 465cc mentor memorygel breast implants was performed with explant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on march 13, 2020. An explant has been planned for (B)(6) 2020. 2. Is other serious- uncheck 2. Is required intervention- check since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: wrinkling manufacturer¿s reference number: (B)(4).